Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme stabbing pain - yes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("I have no desire for sex"), dyspareunia ("it hurts me"), dizziness ("frequently dizzy") and coccydynia ("tailbone pain") and underwent tooth extraction ("tooth pulled"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, loss of libido, dyspareunia, tooth extraction and dizziness outcome was unknown and the coccydynia had resolved. The reporter considered coccydynia, dizziness, dyspareunia, loss of libido, pelvic pain and tooth extraction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the event ¿tooth pulled¿ was added. Reporter information was added. Follow up 2,3,4 processed together. On 23-mar-2020: social media report received :reporter information was added on 23-mar-2020: social media report received : the event ¿dizzy¿ was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme stabbing pain - yes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("I have no desire for sex"), dyspareunia ("it hurts me"), dizziness ("frequently dizzy") and coccydynia ("tailbone pain") and underwent tooth extraction ("tooth pulled"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, loss of libido, dyspareunia, tooth extraction and dizziness outcome was unknown and the coccydynia had resolved. The reporter considered coccydynia, dizziness, dyspareunia, loss of libido, pelvic pain and tooth extraction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme stabbing pain - yes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("I have no desire for sex") and dyspareunia ("it hurts me"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, loss of libido and dyspareunia outcome was unknown. The reporter considered dyspareunia, loss of libido and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event pelvic pain make serious incident. Device category changed from device other event to incident. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.